Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. This file is related to pr 400712 (user used damaged device on patient). Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1950599 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1950599. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause for the device getting stuck to the channel port could be attributed to the positioning of the device during the procedure, as indicated by the customer the device was in a slightly flexed/twisted position while advancing to target site. This would have contributed to the retraction difficulties experienced by the user. Another possible root cause could be attributed to the device possibly being used in a tortuous position/being held in an unfavourable position. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle stuck with the metal hub of the channel and caused dislodging of the metal hub from the scope and the user separated the two parts and carried on with the procedure on the patient. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. According to the initial reporter, the metal hub from accessory channel port was damaged during this procedure. Investigation findings conclude a possible root cause for the device getting stuck to the channel port could be attributed to the positioning of the device during the procedure, as indicated by the customer the device was in a slightly flexed/twisted position while advancing to target site. This would have contributed to the retraction difficulties experienced by the user. Another possible root cause could be attributed to the device possibly being used in a tortuous position/being held in an unfavourable position. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-mar-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When doctor tried finishes the procedure and unscrew the eus needle out from the scope's channel, the needle kind of stuck with the metal hub of the channel and caused dislodging of the metal hub from the scope. Doctor successfully separated the two parts and carried on with procedure. They made total 3 inserts of the needle and every time caused the same issue.